Event description:
On (B)(6) 2011, patient reported he has been experiencing elevated blood glucose levels due to the infusion set having holes in the infusion tubing and the insulin oozing out of the holes instead of going into his body. Patient stated, he has poor eyesight and requires assistance from his girlfriend. Patient reported, his girlfriend noticed in the last few weeks that the infusion set tubing has "bevels", and those "bevels" are holes or "nicks" in the tubing. Patient stated, his girlfriend would prime the infusion set tubing and see the insulin oozing out of the holes. Patient reported, he felt wetness where the infusion set tubing lays against his skin. Patient stated, he has faced this issue with the last two boxes of infusion sets. Patient reported he has faced elevated blood glucose readings due to this concern. Patient stated, his blood glucose readings have gone up to "little over 500 mg/dl". Patient's target blood glucose range is 150-200 mg/l. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.